Event description:
It was reported that the "up", "down", and the "ok" button was sticking and difficult to push on the keypad.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.